Event description:
On 09/11/2009, the pt reported that 1.5 years ago, she had an infected infusion site. She stated her insulin infusion headset had been in her skin for 2 days. She saw her doctor as the site area where the headset was inserted had swollen to the size of a baseball. She stated she stores her infusion sets in a cool, dry place away from sunlight. She said she changes her headset every other day and her tubing every 5-6 days. She uses her abdomen for her infusion sites, and she rotates her sites. The alleged product was discarded by the pt. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.